Event description:
During a thoracoscopic wedge resection procedure. The instrument was difficult to close on the tissue. The surgeon enlarged the incision by 1cm and removed the instrument from the cavity. Another device was applied to complete the procedure.

Manufacturer narrative:
Device not available for evaluation.